Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. In summary, cuttings in the insulation and deformations of the outer conductor coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Subsequent information received which indicates that ra lead was removed and replaced with a new lead. The lead will be sent to hospital pathology first and eventually be returned back to laboratory. Additional information obtained from the field representative indicates that patient had premature ventricular contraction (pvc) and assumed that there was dislodgement due to electrogram results. At this time, the ra lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The provided event states this lead remains implanted, but also states it was explanted and sent to pathology. An explant date was provided, therefore it is assumed this lead was explanted.